Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0034855403. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include transient ischemic attack (tia) (dysphasia, weakness) (imaging and medication required, hospitalization or prolonged hospitalization). Risk review: a risk review was completed and confirmed that the event of transient ischemic attack (tia) (dysphasia, weakness) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study. It was reported that transient ischemic attack occurred. A left atrial appendage closure procedure was performed and a 20mm watchman flx pro closure device was implanted. Approximately nine (9) months post-implant the patient presented to the emergency department with weakness and slurred speech. A computed tomography scan was performed, and the patient was diagnosed with a transient ischemic attack. The suspected cause was cardiovascular disease progress. The patient was hospitalized in response to the event. It was further reported that the corrective action for this event was oral antithrombotic and other oral medications were changed/adjusted. The patient was discharged next day.

Manufacturer narrative:
B5 - additional information added. H6 - impact code added.

Event description:
Reported via clinical study it was reported that transient ischemic attack occurred. A left atrial appendage closure procedure was performed and a 20mm watchman flx pro closure device was implanted. Approximately nine (9) months post-implant the patient presented to the emergency department with weakness and slurred speech. A computed tomography scan was performed, and the patient was diagnosed with a transient ischemic attack. The suspected cause was cardiovascular disease progress. The patient was hospitalized in response to the event. It was further reported that the corrective action for this event was oral antithrombotic and other oral medications were changed/adjusted. The patient was discharged next day.

Event description:
Reported via clinical study. It was reported that transient ischemic attack occurred. A left atrial appendage closure procedure was performed and a 20mm watchman flx pro closure device was implanted. Approximately nine (9) months post-implant the patient presented to the emergency department with weakness and slurred speech. A computed tomography scan was performed, and the patient was diagnosed with a transient ischemic attack. The suspected cause was cardiovascular disease progress. The patient was hospitalized in response to the event.